Event description:
It was reported that the after implant, the patient had a few beats of non-sustained ventricular tachycardia (nsvt) concerning for right ventricular (rv) irritation from dislodged lead. Chest x-ray revealed retraction of atrial and ventricular leads into superior vena cava (svc)/subclavian area. The device interrogation the morning after implant demonstrated a significant decrease in r wave amplitude. The atrial and ventricular leads were repositioned and remain in use. The patient is enrolled in the surescan post approval study (pas) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead (B)(6) 2013, a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).